Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, it was difficult to insert the right ventricular lead into the connector of the pulse generator. Silicone oil was used to aid insertion and the lead was successfully connected to the device.